Manufacturer narrative:
It was noted during failure analysis that the device had blade whip, and reduced cutting performance due to a worn eccentric bearing.

Event description:
The system 6 sagittal saw was sent for service and during failure analysis it was noted that there was blade whip which caused the blade to jump out of the incision during the cut test. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The system 6 sagittal saw was sent for service and during failure analysis it was noted that there was blade whip which caused the blade to jump out of the incision during the cut test. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.